Event description:
It was reported the pt's lead had migrated. Surgical intervention was undertaken during which the physician was unable to thread a stylet into the lead due to a possible tear. The physician elected to explant and replace the lead. The procedure was extended approximately 45 minutes. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.